Event description:
It was reported that when using the bd pyxis¿ anesthesia station es lost power during a case and the printer continued printing until the cover was opened to stop it. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A technical support specialist dialed into the station and checked the print job queue; there were 676 documents in the queue. The print queue was cleared by following the knowledge article "station printer won't stop printing," and a test print of the page was conducted, which was successfully printed. A tss checked the medapp log and found no power issues. The cause of the station turning on and off unexpectedly could have been due to a windows update occurring. The station was restarted to continue the windows update, and the station automatically launched med application. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es lost power during a case and the printer continued printing until the cover was opened to stop it. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.